Event description:
The nurse was attempting to remove a foley. She was unable to get the balloon to deflate. A second nurse attempted and was also unable to get the balloon to deflate. A total of 6 different syringes were utilized in an attempt to deflate. A urologist was consulted to see the patient and he was unable to deflate the balloon and the catheter was removed with the foley bulb intact. Doctor estimated approximately 4ml saline remained in bulb at time of removal.